Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during intra-operative trialing, the device fractured and a fragment flew upward and struck an overhead light. There were no consequences or impact to the patient. Another inserter was used to complete the case. Attempts have been made, and no further information has been provided.